Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal end of the s90 electrode broke off into the pt's joint space. The fragment was retrieved from the body and they are reporting no pt consequences. Our affiliate is trying to retrieve further info from the facility.